Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous circumflex (cx). A 2.75 mm x 12 mm nc emerge was used to dilate the lesion and after inflation, the balloon ruptured. The procedure was completed with a non bsc device and different size successfully. No patient complications were reported and the patient status was stable.